Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." Evaluation of returned complaint samples from 4 different lots is underway. The specific lot associated with the event eye has not been confirmed. If any abnormality is found, a follow up report will be provided.

Event description:
An optician reported that a consumer experienced a corneal ulcer and abscess in unspecified eye associated with wear of focus dailies contact lenses. The consumer experienced stinging sensation after insertion of lens from most recent supply. She removed & inserted a lens from a previous supply. She removed the lens & inserted a lens from her previous supply that had a different lot number. Three days later, she inserted another lens from her most recent supply and experienced pain in her eye by evening. She removed the lens & sought care from an ophthalmologist. The ophthalmologist reported abscess resolved and that patient overwears contact lenses. Request has been made for additional information, however, no further information has been provided.